Event description:
Pt underwent a three vessel coronary artery bypass graft. Two days later at approx 1900 the IV tubing on the pt's central line was found to be disconnected. The pt had substantial blood loss. The pt became apeneic, bradycardiac and went into asystole. A code blue was called. CPR was initiated and the pt was intubated. Dopamine and atropine were given and the pt was transfused 3 units of prbcs. The pt has been diagnosed with hypoxic ischemic encephalopathy. The pt had been made a dnr and has been extubated.